Event description:
Customer called hologic, technical support (ts), and requested review of (B)(6) running asars cov2 results ml: 316487 for panther instrument sn: (B)(4). Customer indicated that they've been seeing an increase in positive asars results. Customer stated control values were within expected range for the lab and negative specimen rlu were also as expected. Customer stated that all other assays are performing as expected.

Manufacturer narrative:
Ts reviewed logs and didn't observe any obvious hardware or reagent preparation issues. Ts advised to clean sample and reagent prep areas, touchpoints, change lab coats and collect environmental testing as a precaution.